Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. Unit received with worn teeth on the transitional. The 6-inch transitional will need to be replaced. The shock cushion and ¼ inch pin were worn. The adjustment wrench has worn threads. The reported complaint was confirmed via inspection of the unit. The handle was out of adjustment. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that gold handle of the mayfield ultra base unit (a2101) would not stay locked despite tightening the screw. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.